Manufacturer narrative:
Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) 2019-07-25. The cause of the high impedances was not determined. It was unknown what surgical intervention would occur. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial# (B)(4), implanted: (B)(4) 2010, product type: lead; product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Other relevant device(s) are: product ID: 3778-45, serial/lot #: (B)(4), ubd: 11-may-2013, UDI#: (B)(4); product ID: 3778-45, serial/lot #: (B)(4), ubd: 26-aug-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient came in because they had an elective indicator removal (eri) come up on their system. While evaluating the system it was noted that 0-7 lead and 8 and 11 electrodes were out of range with high impedances greater than 20k, the patient said he hasn't had left leg coverage for a long time, maybe 2-3 years. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Surgical intervention has been planned, and the patient's medical history includes chronic pain.